Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j0058182r, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider. It was reported that on (B)(6) 2016, the patient was in full withdrawal. A bolus dose was administered with good results. It was reported that the pump and catheter were both explanted and replaced on (B)(6) 2016, and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the catheter identified damage on the catheter body consistent with a catheter break. Multiple areas of abrasion were observed, and a cross-sectional view of the proximal end of one of the catheter segments showed abrasion and a jagged look typical of a catheter break. A slice/cut and abrasion was also seen on the catheter connector. (B)(4). Correction- "inspection" was mistakenly marked on previous report, it does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by a health care provider on 2016-oct-07. It was reported that the cause of the catheter issue was a micro-fracture.

Manufacturer narrative:
Other applicable components are: product ID 8709, lot# j0058182r, implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) and company representative regarding a patient receiving gablofen (1000 mcg/ml) via an implanted pump. The pump dose was unclear as it was reported by one reporter as 131 mcg/day and another reporter reported it as 280.4 mcg/day. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that the patient had acute intrathecal baclofen withdrawal with "thrashing and severe itching" that began suddenly last night. They could not assess for increased spasticity due to the patient thrashing about. The patient was hospitalized and being treated with oral baclofen and diazepam. There had been no audible pump alarms and no anomalies via the event logs. They accessed the cap (catheter access port) and were able to easily withdraw 1-2 cc. They programmed a prime of the catheter post cap aspiration. An x-ray of the catheter showed no anomalies. They programmed a single bolus of 100 mcg 1.5 hours prior to the report and there had been no patient response to that. The last pump refill was 1 month ago. The pump refill interval cycle was 6 months. The reporter was inquiring about the drug concentration and accessing the reservoir fill port to confirm the actual residual volume to rule out a partial refill. Additional information was received on (B)(6) 2016 and it was reported that a catheter revision was planned. The hcp determined that there was a "pinhole" in the catheter; the catheter had a leak; and 2-3 inches away from the pump the catheter looked like it was distended and flattened. The catheter was 15.5 years old. The hcp programmed a bolus and the patient responded. The pump volume was checked and it checked out properly so the hcp believed that the pump was working properly. Per the reporter, the hcp did not do a dye study and did not actually see the dye leaking out of any hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-oct-23. It was reported that the patient had a bad withdrawal in the end of (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-oct-26. It was reported that the patient¿s weight at the time of the event was (B)(6). It was stated that there was a seroma in the pump pocket and no intrathecal baclofen (itb) withdrawal. No further complications were reported or anticipated.